Event description:
It was reported that cartridge alarm 30 occurred and persisted even after attempts to load a new cartridge, preventing resumption of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique, planned to use multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty with instructions on storage mode, programming pump settings, reconnecting continuous glucose monitor, and returning problematic pump within required timeframe.